Event description:
Lap band implanted in 2007. In spring of 2009, pt felt the band wasn't working correctly. Physician tried to inflate the balloon. In 2009, surgeon did laparoscopy and noted the band had an aneurysm or bubble in the band itself. He removed it, and implanted a newer band.